Event description:
Customer was contacted through the outreach program about issues she was having with her sensors. Customer stated she would put in her blood glucose and the sensor would error out. This happened only once or twice, about a week or two ago. She said her blood glucose may have been around 200 mg/dl, but the sensor only read 90 mg/dl. She wears sensors for about three and a half days in the abdomen area. At first, inserting the sensors caused pain and minor bleeding, and would not work. She would just switch them out. Customer was advised to be cautious of using sensors with blood on them. She said one time, the cannula was bent. Customer was advised that trying to calibrate when blood glucose is fluctuating may cause calibration errors. She was told to call in the future when the issue recurs. Customer did not know her blood glucose at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.